Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, while being positioned into the headholder for scanning, a patient sustained a cut that was treated with stitches.

Manufacturer narrative:
The event occurred when a patient was being moved (pulled up) into the headrest by a radiographer and two nurses. The patient hit his head on the side of the headrest and sustained a cut that was treated with sutures. Engineering confirmed that the head holder was not damaged and was manufactured per specification.